Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of thermal damage. The unit was triaged and the reported issue was confirmed. The pump had no rotor door and the pip connector was thermally damaged. The rear part of the unit was replaced. The unit was tested and successfully passed. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-07-12.

Event description:
It was reported to covidien that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit had thermal damage on the pip connector which had melted connector.